Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise and oversensing presumably from electrocautery during a coronary artery bypass graft (CABG) surgery. Post operatively, the ra lead exhibited high pacing threshold measurements and decreased p-waves. The ra lead was thought to have been dislodged, although, not confirmed. A local boston scientific field representative reported that they will continue to observe the patient. This ra lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.